Manufacturer narrative:
(B)(4)

Event description:
It was reported that the physician noted low right ventricular sensing and two ventricular fibrillation episodes. The device delivered shock therapy which decelerated the arrhythmia and on other case the arrhythmia was spontaneously aborted. The physician attempted to evaluate the new morphology with default settings but unable due to low sensing value. The physician elected not to take any further action. The patient was in a good medical condition after the event.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received indicated that non-sustained oversensing episodes were observed. Programming changes were made. The patient will be followed-up routinely.